Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption and the pump history was noted to be missing. There was reported no impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.